Event description:
It was reported that a patient with an af rhythm presented to the hospital for an ablation procedure. A possible high voltage lead issue alert was received during dft testing. After two unsuccessful defibrillation attempts, the patient was rescued with external defibrillation. Low impedance was noted on the high voltage lead after the shock. The lead was capped. The patients system was downgraded to a pacemaker, no new hv lead was implanted. There were no adverse events associated with the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.